Event description:
Report received of tubing that burst during a power injection of contrast. It was reported that an ER pt needed an unspecified CT study. Upon injection of contrast, the tubing "burst". The power injector settings were unknown to the reporter. It was reported that the tubing set was changed with no further problems. There was no reported adverse pt effect.